Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The physician alleged the cause of the loss of capture was due to the patient's ischemic cardiomyopathy and not due to a lead malfunction. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.